Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, rising from approximately 400 ohms to 1000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).